Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 5." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue emerged again.